Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. There is no evidence of a device malfunction within the device logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.